Event description:
Customer reported that she was hospitalized in intensive care unit due to high blood glucose. The blood glucose reading was over 800 mg/dl at the time of admission. Customer stated that her insulin pump was alarming and keeps going to the rewind screen. Nothing further was reported.

Manufacturer narrative:
The insulin pump was alarming during displacement test due to excessive motor axial play. It was unable to complete functional test including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm due to alarms. Unit had scratched display window, cracked reservoir tube lip and battery tube threads.